Manufacturer narrative:
Name: (B)(6). Country: united states of america. Street: (B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient experienced insulin flow blocked alarm on (B)(6) 2026. Patient had high blood glucose (350 mg/dl) that was managed with self-administered insulin via pen.